Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: upon further review, it was determined that for the specified location (anepa8), the report details are captured in pr 13676900. Please refer to manufacturer report number 2016493-2025-144860.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.